Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to bacterial infection. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. The reporter declined to provide additional information.